Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.